Event description:
It was reported that at the beginning of a routine hemodialysis treatment, venous air alarms occurred that could not be resolved. The operator choose to terminate treatment without rinseback, which resulted in a 150cc blood loss. No medical intervention was required.